Event description:
Per the audiologist's report, this patient's implant has developed progressively more open circuited electrodes over time. By january 12, 2007 only 4 electrodes were functioning. The surgeon will perform explantation/reimplantation surgery in 2007.